Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to emergency department after receiving multiple inappropriate shocks and inappropriate therapies. Review of session records indicated post sensed t-wave oversensing. R-wave amplitude was low and variable. Programming changes were made and the patient was closely monitored. There was slight improvement in r-wave measurements. Due to long term r-wave readings, physician decided to replace the lead and device with df4 lead and df4 device, respectively. Lead was capped and replaced on (B)(6) 2016. Patient was stable post-procedure.